Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised pump could continue to be used, and was instructed to call back if issue happened again, which customer acknowledged and understood.